Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 305128; batch # 3055909. Verbatim: the needle broke off at the hub under the patient's skin. It was stocked in the bgh plastics office and brought to the or to be used for a procedure there. The provider was able to remove the needle in the or. The needle was being used for injection in the face. There was an unexpected incision needed to retrieve the broken portion of the needle. There was a delay in the normal progression of the case due to needing to retrieve the needle.

Manufacturer narrative:
(B)(4). Follow up it was reported the needle broke off the hub. A device history record review was completed by our quality engineer team for provided material number 305128 and lot number 3055909. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Further action has not been determined necessary at this time.

Event description:
No additional information received.